Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the cardiac resynchronization therapy defibrillator (crt-d) device presenting electrogram (egm). Upon review, this left ventricular (lv) lead exhibited a decrease in pacing impedance measurements that were within normal limits (wnl) and a decrease in sensing. Ts discussed review findings with the hcp. Subsequently, a lead revision was performed, this lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the cardiac resynchronization therapy defibrillator (crt-d) device presenting electrogram (egm). Upon review, this left ventricular (lv) lead exhibited a decrease in pacing impedance measurements that were within normal limits (wnl) and a decrease in sensing. Ts discussed review findings with the hcp. Subsequently, a lead revision was performed, this lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Additional information was received that reported that prior to the lead revision procedure, xray images were taken that showed that this left ventricular (lv) lead had dislodged. The physician opted to perform the lead revision procedure where the lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This lead was discarded by the hospital.